Event description:
It was reported that during a lap hysterectomy the generator indicated that there was an instrument error. Then the tip of the device snapped off. The procedure was completed with another device. No patient consequence reported.

Manufacturer narrative:
(B)(4).